Event description:
The following was reported: total aseptic loosening.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
No new information.

Manufacturer narrative:
An event regarding loosening involving an abg ii stem was reported. The event was confirmed via medical review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant. Indicated: conclusion of assessment: confirmation of event: I can confirm that the patient had a primary cementless total hip arthroplasty at some point in the past because I was able to see an x-ray with the implant in place. I can also confirm that the x-rays were consistent with at least acetabular loosening. I cannot confirm the revision surgery since I have no documentation of the surgery or post revision x-rays. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of loosening of a cementless total hip arthroplasty 7 years postoperatively are multifactorial including original surgical technique assuring proper sizing, fit and stability, local host bone factors such as osteopenia, and patient factors including lifestyle, activity level and bmi. With the information provided I would not assign any causality to the implant itself. -product history review: review of the device history records could not be completed due to insufficient information. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due stem loosening. A review of the provided medical records by a clinical consultant indicated: conclusion of assessment: confirmation of event: I can confirm that the patient had a primary cementless total hip arthroplasty at some point in the past because I was able to see an x-ray with the implant in place. I can also confirm that the x-rays were consistent with at least acetabular loosening. I cannot confirm the revision surgery since I have no documentation of the surgery or post revision x-rays. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of loosening of a cementless total hip arthroplasty 7 years postoperatively are multifactorial including original surgical technique assuring proper sizing, fit and stability, local host bone factors such as osteopenia, and patient factors including lifestyle, activity level and bmi. With the information provided I would not assign any causality to the implant itself. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.